Event description:
It was reported that when the physician tried to put the extension in the new ins it would not advance. As a result the old extensions and leads were explanted and replaced with new MRI safe leads. The extensions and leads were returned but the leads did not need to be analyzed. At the time of the report the issue was resolved and the patient was alive with no injury. The physician had no comment or possible explanation for the event. Refer to manufacturing report #3004209178-2015-13998.

Manufacturer narrative:
Conclusion code does not apply any longer.

Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 377845, serial# (B)(4)implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown. Product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).